Event description:
Traction unit broke at weld.

Manufacturer narrative:
Evaluation of the device was performed by the manufacturer and it was found that the device had scratches, cracked knob and a bent handle. Hence , it was deemed that the device might have been mishandled/dropped causing the leg spar to break. Evaluation of the weld joint concluded that it was insufficient and the fillet metals did not have enough penetration inside the joint. A supplier corrective action has been initiated to address this issue.

Event description:
Traction unit broke at weld.